Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired strip - unable to test. Most likely underlying root cause mlc-134-user has low glucose value. Note: manufacturer contacted customer on 5/9/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. Granddaughter did not know the customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer was using discontinued product. The product is stored according to specification in the bedroom. Granddaughter stated the test strips were stored in the house when they were without power for five days in 2017 due to hurricane. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2018. Test strips are expired; test strips are not part of recall. The meter turned off when attempted to review the meter memory during call.